Manufacturer narrative:
Product has not yet been received by manufacturer for evaluation, therefore, investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: during a davinci surgical procedure, the plastic tip of the trocar with the balloon broke, and pieces fell into the pt. Broken pieces of the balloon were retrieved from the pt as well as three pieces of plastic, however, the surgeon believes that pieces of the plastic may still remain in the pt. The planned surgical procedure was completed with a replacement trocar and no pt harm, adverse outcome, or injury was reported.